Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an unrelated valve replacement procedure the right atrial (ra) lead dislodged. The lead was later capped and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.